Event description:
Information was received from a patient receiving intrathecal baclofen via an implantable pump for intractable spasticity. It was reported that the reason for the call was the patient stated last thursday ((B)(6) 2024), he had the pump refilled and had the baclofen increased by 5%. The patient stated he could bolus 12x a day with a 2 hour lockout. The patient stated since sunday, he was in another state for vacation and even though he could bolus with a 2 hour lockout he was having a return of symptoms and needed to bolus about every hour to 1.5 hours times a day but then stated when he boluses it "knocked him out" because the more he bolused the more relaxed he was. The patient stated prior to (B)(6) 2024, he went for 2 weeks without having to use any boluses. The patient was wondering if there was a representative in the area that could help him. The agent reviewed representative role and redirected to the doctor. The patient provided the name of their managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.